Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope did not display an image. The event occurred during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause for the no image could not be identified. Based on the results of the investigation, the most likely cause was also not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunction was identified during the device evaluation: e218 scope error. A definitive root cause for the reported scope error could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: temporary contact failure from lodged foreign material, etc. At electrical contacts between the scope connector and the system. As a result, the error message may have been displayed. The event can be detected/prevented by following the instructions for use which state: gif-1200n IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.